Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. The patient had revision surgery 1 year and 10 months after post-surgery. The patient experienced recurrence, infection and chronic pain.

Manufacturer narrative:
Information received shows that this product event is a duplicate of another issue reported under regulatory report # 9615742-2017-05481. This file will be closed and all further updates processed under the above-referenced report. If information is provided in the future, a supplemental report will be issued.